Event description:
It was reported that during a vns generator replacement surgery due to battery depletion, high impedance was observed when the new generator was connected to the existing vns lead. The vns lead replacement surgery was postponed for a later date. Follow up with the surgeon's office revealed that the patient's neurologist performed pre-operative diagnostics. However, the clinic notes received by the manufacturer in response to the follow up were dated for a prior clinic visit not on the date of surgery and no impedance values were reported. It was unclear if pre-operative diagnostics were performed prior to surgery. No relevant surgery is known to have occurred for the high lead impedance. No additional relevant information has been received to date.